Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the one step drill broke during surgery.

Manufacturer narrative:
Evaluation summary: no deviations in the manufacturing documents or in the material found. The returned reamer was documented as faultless prior to distribution and as it had been in use for a longer time (almost 9 years) we presuppose that the device had fulfilled his tasks in former surgeries as intended without problems reported. Thus, we exclude deviations in material and manufacturing. Evaluation revealed that the returned reamer is damaged on the cutting edges and tips. The instrument is no longer usable. That reamers being blunt and worn is a known reaction during normal use. It is the surgeon's responsibility to decide when a reamer is no longer usable; correctly decided in this case. The brochure instructions for cleaning, sterilization, inspection and maintenance (l240020009) shows several examples of damages and recommends removing such damaged products. Appearance of the breakage surface suggests that the device broke in a brittle manner due to bending overload. High bending forces may be the result of operating a reamer with already blunt/worn cutting edges.

Event description:
It was reported that the one step drill broke during surgery.